Event description:
It was reported that the physician assessed the left deep brain stimulation dbs lead was off target post placement. The patient underwent a revision procedure where the left dbs lead was replaced. The patient was noted to be doing great post-operatively. The explanted lead was discarded and was not returned.